Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 211 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported wearing the insulin pump inside the bra and might have been exposed to sweat. No additional information was provided.